Manufacturer narrative:
Patient's burn resulted in hypopigmentation and was given epionce medical barrier cream as intervention medication for post care treatment. Treatment parameters were not followed per clinical guidelines, so user error contributed to this incident. The device was evaluated and operated as intended, no problem found. Erythema and hypopigmentation are expected side effects from laser treatments, however this is reportable because the patient had intervention medication for this event.

Event description:
Patient received an erythema burn on its chest/face area from a laser procedure.